Event description:
It was reported that the patient was walking and the inner bi-polar component twisted and located from the outer liner which remained well-locked posteriorly.

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.